Manufacturer narrative:
This medwatch for suspect device in coaguchek xs system. Reference medwatch with a1 patient identifier for suspect device in coaguchek s system.

Event description:
Caller states the patient tested 2.6 inr on coagucheck xs system and 2.0 inr on coaguchek s system during duplicate testing. Coumadin was given based on coaguchek s result and no adverse event reported. Requested return of suspect system and replacement was sent.